Event description:
On 2016-03-11, additional information from the representative indicated that the pump appeared to be explanted on (B)(6) 2016 and was being returned to the manufacturer for analysis. It was noted that the patient had a lot of "abstination" problems but was recovered. The source of the motor stall/safe state was unknown, no MRI was performed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) in the (B)(6) regarding a patient receiving intrathecal compounded baclofen (concentration and dose unknown) via an implanted pump. The lot number, pertinent medical history, and other medications the patient was taking at the time of the event were unable to be obtained. The pumps indications for use were not reported. During normal use, an audible alarm occurred. The pump had a motor stall since (B)(6) 2016 (event date noted as (B)(6) 2016) . The patient had been referred to another hospital for diagnostic tests and it was unknown what actions/interventions were taken to resolve the issue. It was also unknown if the issue was resolved at the time of this report. The patient's status was "alive- no injury". It was unknown if surgical intervention occurred and the patient was referred to another hospital for follow up (unknown). Additional information would be obtained from the hcp on (B)(6) 2016. Pump logs were provided that were examined on (B)(6) 2016 and the patient was receiving intrathecal baclofen 750 mcg/day in flex mode with a daily dose of 199.97 mcg/day. The logs indicated the motor stall occurred on (B)(6) 2016 at 01:54/01:57 and at 15:55 an active audible alarm was silenced. The motor stall recovered on (B)(6) 2016 at 21:58. Reportedly, the patient experienced lack of therapy. Further information was received from a healthcare provider (hcp) via a company representative noting the event date of (B)(6) 2016. Another print out noted the alarms were silenced on (B)(6) 2016 at 16:00 and the stall recovered on (B)(6) 2016 at 22:03. Further on (B)(6) 2016 at 14:40 a reset and low battery reset occurred and the pump went to safe state on (B)(6) 2016 at 14:40. The patient experienced withdrawal symptoms and a bolus dose was programmed. It was unknown if surgical intervention was planned. The issue was resolved and patient status was alive; no injury. Additional information was requested to clarify the indication for use, cause of the event, resolution, and product status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned pump revealed a pump motor feed thru anomaly with shorting across the insulator.